Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a micro-centrifuge vial. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated another same model, length and diopter lens was implanted on (B)(6) 2019 and the problem was resolved. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, within the same surgery due to excessive vaulting. The surgeon did not implant another lens. Cause of the event was unknown.